Event description:
Technician reported that a patient on a system 1000 hemodialysis device was inadvertently never connected to the venous line. Six minutes into treatment the patient felt "faint". It was then noticed that the venous line was still in a bucket and was filling with blood. The patient was administered normal saline and was hospitalized for 1 day. The patient was administered 3 units of blood and received hemodialysis treatment.